Event description:
The dynaflex device was removed from the pt and an ipp device implanted due to pt dissatisfaction-difficulty inflating the device-right side would not inflate and the device was too short.